Manufacturer narrative:
(B)(4). Date sent: 9/21/2020. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. It was found the jaws did not open before the 2nd firing. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a thoracoscopic lobectomy, the jaws did not open when the scrub nurse handed the device to the surgeon before the second firing. The device was not locked on tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.